Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient's ins is shutting on and off when going on a plane on (B)(6) 2020, and since then the patient has been feeling a massive pain and pain is increasing. The patient stated she previously had pain relief down her lower back and legs, but now just in the lower back. During the call, the patient synced with their programmer. The patient has program a and b. The patient stated she can feel program a on the right side lower back down to the knee at 1.50v. The patient stated she is not feeling much stimulation on program b1 or b2 at 1.30.